Manufacturer narrative:
Analysis was able to confirm the analyzer was not working properly. The analyzer failed several incoming functional tests. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the analyzer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working properly. The analyzer is expected to be returned for service. There was no patient involvement.